Event description:
The pt was a premature newborn ((B)(6)); found with shortness of breath and moaning as he was being taken to the hospital on (B)(6) 2012. The doctor used catalog# 1003800025 tracheal tube to connect the breathing machine to aid in breathing. Prior to intubation, the doctor didn't conduct functionality testing without the lubricant. The doctor cut off some of the tube at the end, at about 7 cm, to match the pt's condition to be intubated successfully. On (B)(6) 2012, the night nurse found the tracheal tube leaking at the back end of the tube where it was cracked. The nurse used a transparent application (transparent tape) to coat the tube and it continued to leak, so the tube was changed out. It is stated in the event description, "the situation wasn't known about the new tracheal tube; in this case, we don't know when the doctor changed the defective tube and when the pt got rid of the tracheal tube. The pt has died on (B)(6) 2012."

Manufacturer narrative:
Teleflex (B)(4) and teleflex (B)(4) requested additional info for this event. The hosp refused to provide some of the additional info requested. The hosp refused to return the actual sample used in the event.